Event description:
Boston scientific received information that this left ventricular (lv) lead fell out. Additional information received from the field representative that this lead was dislodged and was confirmed with fluoroscopy. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.